Event description:
The consumer reported that she had a change in therapy. She had urgency return since (B)(6) 2015. The patient reportedly saw a manufacturing representative 3-4 weeks ago and did some adjustments, but the patient was still having urgency issues so she changed from program 3 to program 4. This was considered gradual onset of symptoms. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. Additional information received from the consumer reported that the patient had frequent utis prior to implant and frequent utis in the past several months. The mode had accidentally been changed which reportedly led to the urgency issues and uti. There were no other changes. The device was changed to a different mode but the patient was still having some urgency issue. The utis were treated with antibiotics.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v229807, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported that she was having a loss of therapy, urgency and a urinary tract infection (uti). A CT scan did not find any problems with the bladder. A cystoscopy was also done to check the bladder. The CT scan and cystoscopy was performed 5 days prior to the report. The patient programmer (pp) showed both the implantable neurostimulator (ins) and pp had battery life and she was wondering if she could adjust settings to see if that would help. It was confirmed that therapy was on, on program 4 at 2.6.v, but it did not resolve the situation. It was noted that the patient called her healthcare provider (hcp) and left a message. The issues started in (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.